Manufacturer narrative:
This event is being reported as part of a remediation project.

Event description:
It was reported that a mesh has been used for gastroschisis treatment. The neonate patient had a post infection after mesh implantation. (B)(6) after implantation, and after discontinue of antibiotics, patient had fever and infection because seroma passed through mesh and came under skin because the patient had a thin skin layer, infection occured.